Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that after the protective sheath was removed from the 3.5x28 mm vision stent delivery system, with no resistance felt during removal of the sheath, the stent implant fell off the balloon into the technicians hand. The device was not used on the patient. A new same size vision was able to be used successfully without further issue. There was no clinically significant delay in the procedure reported. No additional information was provided.